Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain female') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), headache ("headaches"), back pain ("low back pain"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression") and libido decreased ("decreased libido"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. The reporter considered alopecia, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, libido decreased, metal poisoning, pelvic pain and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Medical conditions: hysteroscopy with placement of essures devices was performed without incident, leaving 3 intrauterine rings in each ostium. Previously administered products included: mirena. As concurrent condition the report mentioned spondyloarthropathy. On (B)(6) 2015, the patient had essure inserted (intra-uterine). On (B)(6) 2018, 800 days after essure insertion, she experienced heavy menstrual bleeding ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2018 she experienced genital haemorrhage ("excessive bleeding/ almost continuous bleeding"). On (B)(6) 2020 she experienced post procedural discomfort ("abdominal discomfort from the surgery"). An unknown time later she experienced pelvic pain (seriousness criterion intervention required), back pain ("low back pain"), abdominal distension ("bloating"), headache ("headaches"), swelling ("swelling"), ovarian cyst ("ovarian cyst"), fibromyalgia ("fibromyalgia"), metal poisoning ("metallosis"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression/ depressive syndrome") and libido decreased ("decreased libido"). The patient was treated with primolut nor (norethisterone acetate) and qlaira (dienogest + estradiol valerate) as well as surgery (bilateral salpingectomy). At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, post procedural discomfort and abdominal distension had not resolved. The outcomes for ovarian cyst, fibromyalgia and depression were unknown. The reporter considered abdominal distension, alopecia, anxiety, back pain, depression, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, headache, heavy menstrual bleeding, libido decreased, metal poisoning, ovarian cyst, pelvic pain, post procedural discomfort and swelling to be related to essure administration. The reporter commented: as per follow-up of 28-dec-2022 - analysis provided by the hospital and physicians: it has not been possible to find a causal relationship between the essure® and the symptoms alleged in the complaint, the patient presenting some of these symptoms prior to the placement of these devices (metrorrhagia, dysmenorrhea) and concurrent pathology with symptomatologic expression accordingly (ovarian cyst, depressive syndrome, fibromyalgia, spondyloarthropathy). Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2020: the patient comments that she continues with daily abdominal discomfort and bloating. The suspicion of essures retention is not confirmed. [X-ray] on (B)(6) 2016: medical check-up was carried out, after performing an abdominal x-ray where both essures were observed with normal inserts. Simple abdominal x-ray: both essures projected in the minor pelvis; on (B)(6) 2019: patient comes to collect the results of pelvic rx, both essures are visualized as normoinsert. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-dec-2022: plaintiff fact sheet received. Event menorrhagia, dysmenorrhea, ovarian cyst, depressive syndrome, fibromyalgia, abdominal discomfort, bloating and metrorrhagia added. Reporter information updated. Lab data updated, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted (intra-uterine). Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), metal poisoning ("metallosis"), headache ("headaches"), back pain ("low back pain"), fatigue ("tiredness"), alopecia ("hair loss"), anxiety ("anxiety"), depression ("depression") and libido decreased ("decreased libido"). The patient was treated with surgery (bilateral salpingectomy). The reporter considered alopecia, anxiety, back pain, depression, fatigue, genital haemorrhage, headache, libido decreased, metal poisoning, pelvic pain and swelling to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.